Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a static view. The issue was found during preparation for use and was completed with a similar device with delay. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: a faulty charged coupled device. The cable was also sliced at inspection. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the camera head had a static view. The issue was found during preparation for use and was completed with a similar device with delay. There were no reports of patient harm as a result of this event.